Event description:
Revision shoulder replacement. Anatomic replacement removed as part of two stage revision procedure. 3 implants removed. Primary surgery took place in 2021. Glenoid component was loose causing the need for revision surgery for unknown cause, surgeon testing for infecting. Humeral components were stable but everything was removed to clear infection.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Photos of explanted devices are not sufficient to carry out product inspections. No defect could be noticed on the devices. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision shoulder replacement. Anatomic replacement removed as part of two stage revision procedure. 3 implants removed. Primary surgery took place in 2021. Glenoid component was loose causing the need for revision surgery for unknown cause, surgeon testing for infecting. Humeral components were stable but everything was removed to clear infection.